Manufacturer narrative:
The insulin pump alarmed with a failed battery test due to a faulty battery tube. The unit functioned properly after unplugging and plugging the battery tube connector into the interface board. No button error alarm was noted, but the pump had intermittent button response due to moisture damage at the keypad traces. The electronic and motor assemblies were free of moisture per visual inspection. The following cosmetic damage was also found on the device: cracked case at the display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 250 mg/dl. The customer stated that the button error alarm occurred twice within a half hour time frame, and that she had not been getting insulin for the past two hours due to the alarm. Troubleshooting was initiated for the button error alarm. The customer believes that the pump might have been exposed to sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.